Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.